Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The investigation found that the scanner was sending all patient information over, rather than the single patient of interest, thus slowing down the system. The software functioned as designed.

Event description:
A medtronic representative reported that, while preparing for a procedure, the software of the system became unresponsive when connecting. The site was connecting to a scanner when the reported issue occurred. The representative was able to have exams transferred after following the specific.